Event description:
Related manufacturer report number: 2916596-2023-02645. It was reported that log files were submitted due to a pump stop while connected to the power module. Log file analysis revealed driveline fatigue but the patient did not was to undergo a pump exchange. A low battery cell was recorded and the controller was replaced.

Manufacturer narrative:
No additional information was provided. The manufacturer is closing the file on this event. Section e1: reporter phone number: (B)(6). Section e1: reporter address line 1: (B)(6). Section e1: reporter postal office or zip code: (B)(6).

Event description:
It was reported that log files showed events associated with controller battery cell low events. These events indicated that the controller's cell battery was depleted and should be replaced. The controller was replaced by mistake by the patient.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. Section h6: investigation findings: 4248 - usage problem identified. Manufacturer's investigation conclusion: the reported event of a pump stop associated with a system controller exchange and a low battery cell was confirmed via log file analysis. The log file captured controller cell low alarm events, which indicates the battery module needs to be changed. The pump speed value matched the set speed value of 8,400 rpm until the driveline was disconnected at the end. The pump speed value decreased to zero rpm. Shortly after, both power cables were disconnected from the 14v batteries/clips. These events appear consistent with the reported event of the system controller exchange. It was noted the log file did not capture any system stop while connected to the power module. Additional information communicated that it was unknown if the patient was symptomatic from the system controller exchange. The device will not be returning for an evaluation. To date, the system controller (serial # unavailable) associated with the event was unavailable for an evaluation. Serial number of the system controller was unavailable, and the device history record was not reviewed. Patient handbook rev. D (p.18 ¿ p.22), rev. F (section 8), instructions for use rev. D (section 12.4) covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Under low voltage advisory and low voltage hazard alarms. Low voltage advisory alarm is a yellow battery symbol with 1 beep every 4 seconds. Low voltage is a red battery with continuous audio tone. Also, continuous audio tone, but no warning light and no green power symbol indicate the system controller is not receiving power. Under controller cell alarm, a yellow symbol with 1 beep every 4 seconds. The battery module that powers the system controller audible alarm is low on power. Under heartmate ii lvas emergency response checklist, describes what to do regarding urgent controller alarm. ¿red heart with continuous audio tone¿ and ¿continuous audio tone and no lights on system controller¿. Under replace system controllers, describes steps to replace the current system controller. No further information was provided. The manufacturer is closing the file on this event.